Event description:
The complainant reported a patient with heart failure and stroke was implanted with an impella 5.5 for mechanical circulatory support. While on support, heparin was withheld. Hemostasis was achieved through surgical closure. After transfer to the unit, the surgeon noted an unstable clot in the descending aorta. Activated clotting time (act) was initiated with full heparin purge. The patient expired while on impella support. No allegations were made towards the impella for cause of death.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The procedural outcome noted that the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-10487 was provided in sections b2, b5, d6a, d6b, h1, and h6.